Manufacturer narrative:
This report is submitted on oct 04, 2021.

Event description:
Per the clinic, the patient experienced redness at the magnet site and subsequently was treated with oral antibiotics (date and duration not reported). The symptoms resolved, and the patient resumed use of the device.